Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/12/2020. A manufacturing record evaluation was performed for the finished device batch pbq600, hs6855h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other organs/tissues other than the target tissue to retrieve the needle? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an endoscopic pancreaticoduodenectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when the needle entered the body through trocar. The surgery was delayed for about two hours to find and retrieve the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. The patient was reported to be in stable condition. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Additional h6 patient code: 3191 - surgery prolonged. Additional information was requested and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue to retrieve the needle? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk.